Event description:
Reporter alleged the test strip vial information is worn off the label on the vial that is used with the blood glucose monitoring device. Reporter stated no treatment resulted from the alleged incident. A request was made for the return of the suspect product and replacement product was sent.